Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no button response due to open connector on lcd board. The insulin pump was monitored no frozen display noted and the time clock advances. The insulin pump has cracked reservoir tube lip and minor scratches on display window noted during our visual inspection.

Event description:
It was reported that the insulin pump buttons were unresponsive. Customer's blood glucose was 10mmol/l. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.